Manufacturer narrative:
Date of event: exact date unknown, event occurred fall of last year. Explant date: september 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7091633/7091845.

Event description:
It was reported that the patient underwent an explant procedure due an unknown reason. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.